Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a broken shell and the device was underweight. A visual and microscopic analysis were performed which identified a sharp crease break on the posterior side, stress marks and fold creases. Based on the device analysis, the final assessment is a sharp break on the posterior side due to an unidentified tear opening. Reason for reoperation: rupture further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.